Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter failed to retract once the safety feature was activated. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: lot analysis: the review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans the review disclosed that one unit had damage grip causing partial retraction for which (B)(4) was initiated. No further reject activity findings throughout the build of this lot were disclosed that would impact the outcome of the quality of the product relevant to the defect stated in the pir. Visual analysis: observations and testing: received one used iag/bc 18ga unit and a paper top web (label) from the lot number: 7122830. The unit consisted of the needle safety barrel assembly and needle cover visual/microscopic examination: observed the needle was partially retracted into the safety barrel. Observed damage on the grip; inward causing the partial retraction. The damage was in the area at the bottom of the grip where it connects to the barrel. Functional test (needle retraction) was performed: the needle was pushed and repositioned to the out position the button was depressed. The retraction was unsuccessful. Investigation samples(s) meet manufacturing specifications: no; the returned used unit provided for evaluation displayed a damaged grip; which inhibited the needle from retracting. Conclusions: the defect needle retraction failure; as stated as the reported code was confirmed with the returned unit and the photos submitted for review. The returned unit displayed damage to the grip component. This damage inhibited a full retraction of the needle into the barrel upon activation. Did the evaluation confirm the customer¿s experience with the bd product? Yes; the customer experienced was confirmed based on the evaluation and testing that was performed on the returned unit. Were we able to reproduce the customer's experience with the bd product? Yes; reproduction of the customer¿s experience was achieved with the testing that was performed on the returned unit. Root cause: relationship of device to the reported incident: manufacturing the plug probe and the load barrel stations in zone 5 have the ability to become misaligned and produce the type of damage observed in the returned sample. When there is a misalignment, the probe inadvertently contacts the edge of the grip and causes the damage observed in the complaint.